Event description:
The respiratory therapist was transporting a pt, when the bipap stopped ventilating. The screen went black and an error message showing on the screen, "vent inop." Bipap was replaced. Pt remained stable during incident.